Manufacturer narrative:
Follow-up 07/14/2016: customer reported that they spoke with their health care provider regarding the high blood glucose event and adjustments were made to the customer's correction factor and basal settings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 547 (mg/dl). Customer administered a correction with the pump to treat bg level. Customer indicated that they have been in contact with their health care provider to discuss diabetes management.